Manufacturer narrative:
Sections with additional information as of 28-aug-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 30-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Customer stated that she contacted the doctor and was going to speak with him on 06/24/2020 regarding the blood glucose test results obtained using the truemetrix meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 198 mg/dl fasting and 232 mg/dl non-fasting. The customer¿s expected fasting blood glucose test result range is 135-140 mg/dl; customer did not know her non-fasting range. The customer feels well and did not report any symptoms. Customer stated that she was going to call her doctor due to the high blood glucose test results obtained. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).